Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was round out of spec with respect to the reported door not fully latched message, which was confirmed at start up but could not be reproduced. The alarm was caused up a loose upper link screw. The link screws were replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message in the nursing care area. It was also reported, there was no pt injury.